Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a firmware upgrade. It was noted that the pulse generator went into back-up due to the upgrade. Device download was performed successfully. There were no adverse consequences to the patient and the patient was stable.